Event description:
Customer reported that at 4pm in 2009, she received an adc meter reading of 150mg/dl and left her home to eat out. She stated when she returned home within 30 minutes, she was "unconscious". Her daughter checked her blood sugar again using the adc meter and received a result of 90mg/dl. Paramedics were called and upon arrival received an hcp meter reading of 32mg/dl. Customer was treated on scene with an IV (solution unknown), given a glucagon injection and transported to a local hospital. It was reported customer was further treated with 50% dextrose IV solution and given an additional glucagon injection in the ER. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The customer's meter was tested using the reported and returned strip lot (0832804). The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported readings of 150mg/dl and 90mg/dl were found in meter's memory on the date and times reported by the customer. This is a final meter.